Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the holding sleeve (part number 03.632.001, lot number 6696306). The subject device was returned with the complaint condition stating the holding sleeves was found broken at the threaded end. The broken part is missing. The complaint is confirmed. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. We are not able to determine the exact cause of this occurrence as no detailed clinical information is available. The most likely cause of the breakage was due to a mechanical overloading situation during use. The bore inside diameter with tolerance dimension of max. 4.68 mm and min. 4.66 mm was measured with the result of 4.67 mm and passed therefore the required dimension successfully (sliding caliper was used for measuring). Based on these results we conclude that the cause of failure is not due to any manufacturing non-conformances. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(4): the complainant indicated that the tip of the device broke. It was unknown when the device broke. Additional information was received that there is a "material" which seems to be a broken part in the screw-head at left-l3 on CT-scan. To be conservative, it is assumed that the device broke intra-op and the "material" is the broken tip retained in the patient. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A device history record review was performed for the complaint device lot. Supplier lot# the manufacturing location for part # 03.632.001 / lot # 6696306 is (B)(4). The supplier is (B)(4). Please launche DHR to synthes supplier DHR review. DHR review for part# 03.632.001 lot# 6696306; release to warehouse date: 11-oct-2011; expiration date: n/a; supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the matrix system was used for the patient suffering with degenerative spondylolisthesis on (B)(6) 2016. The fixation area was l4-s. After washing the medical equipment postoperatively, it was found the holding-sleeve in question was broken at the tip. It was unknown when it was broken. Additionally, the broken tip has not been found. As of now, no treatment was put for the patient. There is a material which seems to be a broken part in the screw-head at left-l3 on CT-scan. This complaint involves 1 part. This report is 1 of 1 for (B)(4).